Manufacturer narrative:
H3, h6: product: bi71000167, lot number: 854 rev. C was received by the manufacturer for analysis. Visual inspection confirm umbilical cable is physically damaged. The cable was installed into a test system and the system did not initialize. An electrical failure was confirmed. C02 and c07 are applicable. Previously reported codes b01 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. Product ID: bi71000450. A medtronic representative went to the site to test the equipment. Testing revealed that umbilical cable and power supply were replaced. The imaging system then passed the system checkout and was found to be fully functional. Fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A13 was coded for the ias and mvs connection issues. A110201 was coded for the booting problem. Multiple annex g codes were reported. G02004 corresponds to the concomitant product bi71000167. G02027 corresponds to the concomitant product bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a boot up problem. The system stayed in standalone mode. There was no connection between the image acquisition system (ias) and mobile view station (mvs.) The suspected cause was possibly the umbilical cable. The problem was fixed by restarting the system by the hospital team. There was no patient involvement.

Manufacturer narrative:
H3: the power supply was returned to the manufacturer for analysis. The power supply was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.